Event description:
The hcp reported the pt was experiencing inadequate pain relief. A rotor arm test was done and demonstrated the rotor arm to be stationary. At refill, the actual reservoir volume was higher than the expected reservoir volume. Immediatly after explant a purge bolus was performed and no fluid droplet formation was observed at the pump connector port.